Event description:
It was reported that the custom has been experience high blood glucose levels and received a motor error alarm. The customer's blood glucose was 375 mg/dl. The customer stated that the alarm occurred during a bolus delivery. The customer did not recall any significant events leading to the alarm. Troubleshooting was done. The customer was able to complete the rewind sequence. The customer also received excessive no delivery alarms, which the customer declined to troubleshoot. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube window.